Manufacturer narrative:
Procedure was completed successfully with second implant. Patient is doing well.

Event description:
Bear implant hydrated ]very fast (~ 30 seconds) and fell apart while hydrating. Opened a second implant, which hydrated much better. Implanted second implant from the same lot without issues.